Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The device was returned with plunger, suture, needles, and cuffs in pre-deployed position, therefore, the reported suture failed to capture the artery could not be confirmed. Inspection of the returned device indicated that the device was inserted into the patient anatomy as dried blood was observed throughout the device. There was dried blood observed in the marker lumen tube, indicating arterial blood marking was achieved. The link was loose, consistent with opening the lever to deploy the foot. However, the foot was closed, the device deployment was aborted and the device was removed from the anatomy. There were no abnormal observations. Based on the analysis of the returned device, the device was partially deployed. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide with a 6fr sheath after a vascular interventional procedure. Reportedly, the sutures failed to capture the artery. A starclose se was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event (reported as occurring within the last month). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.